Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer was uncertain as to the amount of insulin the cartridge was filled with. The customer loaded a new cartridge with 200 units of insulin and resumed insulin delivery. The customer's blood glucose level was 467 mg/dl, which was addressed with a correction bolus.